Event description:
It was reported that pump displayed cartridge alarm 20 while customer was using cartridge. There was no adverse impact to the customer's blood glucose level. Due to repeated cartridge alarms customer reverted to manual insulin therapy and technical support arranged a pump replacement.